Event description:
Impedence readings on electrode 033 > 4000. Open circuit indicated. Spinal cord stimulator. This equipment was removed from the pt after the equipment failed to perform. The leads were returned to the MFR for their review.